Manufacturer narrative:
This report was created due to a clarification that had to be made in the narrative.

Event description:
It was reported that they were hospitalized due to low blood glucose levels. The caller did not provide the time or date of their hospital admission. The customer did not provide their blood glucose levels at the time of the incident nor did they provide any of the symptoms associated with the low event. What led to the incident was that the customer took the reservoir out of the insulin pump and with a pen, pushed against the o rings and injected himself with insulin. The doctors could not explain the customers low blood glucose levels. The health care provider examined the reservoir and saw that the reservoir was near empty. The health care providers confronted the parents/customer and the customer confessed to injecting himself with insulin. Customer saw that the reservoir was near empty. It was unknown if the customer was wearing the insulin pump during their hospitalization and customer did not provide how they were treated for the low blood glucose levels. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they were hospitalized due to low blood glucose on unknown date with blood glucose of unknown. The customer did not provide any symptoms regarding low blood glucose. Customer saw that the reservoir was near empty. The customer was treated with manual injection. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.